Event description:
The customer called in regarding unexplained hbg's. The programming and histories were accurate. Troubleshooting was performed and the pump passed the bolus test. At the time of the call, the customer did not have a clamp available. A few hours later, the customer called and wanted to run the occlusion test. It was indicated that the customer was unable to prime properly and that insulin was exiting during the prime. The customer was advised that a replacement will be sent and was educated on the two hbg rule.